Event description:
Customer reports, she pushed the needle in and when pulling the syringe out, the needle stayed in her arm under her skin. She said, her brother-in-law tried to "squeeze it out" but couldn't, so she planned to go to the hospital to have it surgically removed. The patient visited the hospital. The hospital decided not to remove the needle fragment due to its deep location in patient's arm, as confirmed by x-ray.

Manufacturer narrative:
Actual sample was returned and found to have broken in ductile manner. Eval of returned samples from same lot found few samples with cannula irregularities. These samples were sent to co's mfg plant for eval. Irregular cannulas were subjected to bend testing (12 degrees) and none broke. Lot history for needles and completed syringes were unremarkable, satisfying all specifications. Way customer used syringe may have contributed to reported problem as break identified is consistent with bending and restraightening of needle prior to or during use.